Event description:
For #13 and #15 tandem lesions, ultimaster 3.5x12, 2.5x12 was implanted then oct was performed. Since the distal edge of the stent for #13 was not joining well to the vessel wall, oct catheter was caught during removal, but the catheter was successfully removed. Then, tvc catheter was inserted; however it was unable to reach #15. Therefore attempted a pullback from #13 stenting area to the proximal, however it was stuck at the stent distal edge and pullback failed. The operator tried the catheter to push to distal with applying torque however it did not advance. Therefore cut off the catheter shaft and removed the imaging core and ragiforcus guide wire0.018 was inserted inside the catheter. However it did not advance further coronary ostium and applied torque in this condition but the situation did not change. Next, the proximal end of the same radiforcus was inserted; it passed differently from the catheter shaft at the coronary ostium. It was considered if gw broke through the catheter shaft and then removed. Also the operator attempted guideliner 5.5 but it also failed insertion. Lastly attempted to push the catheter only to the distal and applied torque and pulled, catheter was removed finally. Deformation was confirmed at the distal edge of the stent but another inflation was taken by hp balloon and the procedure was completed. The cause of the stuck was probably the stent edge, the operator is requesting to confirm the cause and about investigate 0.018gw insertion failure. Also please investigate if 0.018 gw broke through the catheter shaft.